Event description:
It was reported by the affiliate that during a sigmoidectomy procedure, from the third firing, some clips were formed teardrop-shaped and some clips ejected. The jaw began not to open. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.